Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs100 intra aortic balloon pump (iabp) had an ap sensor error on display. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse discovered that the fiber-optic module connector was broken. The fse replaced the fiber-optic assembly (0997-00-1161) and the safety disk (0997-00-0985-01) that had expired based on hours. The unit passed all calibration, functional, and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported the the cs300 intra aortic balloon pump (iabp) had an ap sensor error.